Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7078731/7078756.

Event description:
It was reported that patient experienced pain at the pocket site. It was noted that the patient had an opened pocket and midline incision site. X-ray revealed twisted leads between anchors and ipg site. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.